Event description:
A user facility submitted a repair request to the olympus service center, the airway mobilescope had crushed insertion part. Upon inspection and testing of the customer returned device, the scope insertion guide serpentine coating was found peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insertion part serpentine crushed, water tightness not maintained due to the tearing of the insertion part serpentine tube, bending angle is insufficient due to the elongation of the angle wire, poor insertion of the treatment tool observed in the forceps channel, insertion guide bundle broken, scratches on insertion part serpentine, coat of the insertion guide serpentine peeled off. (1mm2 or more), liquid leakage observed in operation part, water tightness of the digital camera section, liquid leakage observed in the digital camera, curved rubber adhesive missing, and display on grip peeled off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the coating which had peeled on the insertion tube. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was either mishandled or subjected to stress forces. Olympus will continue to monitor field performance for this device.